Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips healthcare for the device has 12 leads option missing after philips calibrated nibp in february. There was no reported patient involvement / adverse patient impact.